Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was discovered to have a not functioning upper screen in addition to white lines on the bottom of the screen. The failure was consistent and repeatable every time the device was powered on. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device(10): a getinge field service engineer (fse) was dispatched to evaluate this unit. The top display lcd was replaced along with its associated seals, labels and screw kit. During inspection after the lcd repair, the compressor failed the performance test. The scroll compressor was replaced. After the repairs the unit passed all functional and safety tests per factory specifications. The iabp unit has been returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6).

Event description:
N/a.

Manufacturer narrative:
The scroll compressor that was replaced by fse was due to a nonrelated issue reported under medwatch report 2249723-2021-02671. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period nov 2019 through oct 2021 was reviewed. There were no triggers identified for the review period.